Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead perforated the heart wall causing the patient to experienced phrenic stimulation and chest pain. The perforation was confirmed via x-ray. Additional surgical intervention was performed and the rv lead was removed and replaced. No additional adverse patient effects were reported. The rv lead will not be returned according to the field. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.